Event description:
It was reported the pt had his inflatable penile prosthesis replaced due to fluid loss. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.